Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to undersensing, sensing issues, low amplitude, high pacing thresholds, muscle stimulation and loss of capture. No additional adverse patient effects were reported.

Manufacturer narrative:
Quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead body, and electrode tip found no anomalies. Nonetheless, the setscrew marks were in the wrong location on the terminal pin, indicating insufficient insertion into header. This could lead to intermittent electrical issues. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to undersensing, sensing issues, low amplitude, high pacing thresholds, muscle stimulation and loss of capture. No additional adverse patient effects were reported.